Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, after two hours use of this instrument, the gen11 started to act strange, it made a sound once in a while so they took the instrument out from the patient and we started to exam the tip and saw that the anvil (the white plastic) was broken. We exchanged the coupling piece (hp054) to a new one to be sure nothing was wrong with it, due to both these problems. The harmonic ace was replaced to a new one and was used only a short time until the surgery was completed, but everything went fine with this third harmonic ace.

Manufacturer narrative:
(B)(4). The device was returned with the tissue pad melted and partially detached. The device was connected to a test handpiece and generator and it did activate during functional testing. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Avoid activating the blade without tissue between the blade and tissue pad to prevent damage to the tissue pad.